Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified the external and internal valves torn on the inner faces by the center slit. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the external and internal valves.

Event description:
It was reported that air ingress was observed in the flush port. The physician inserted the farawave catheter into the faradrive steerable sheath. While aspirating and flushing the sheath, the physician noticed air ingress in the flush line. The sheath was replaced, and the procedure was completed. There were no patient complications. The sheath was received for analysis. It was further reported that the non-boston scientific pentaray mapping catheter and farawave catheter had been inside the sheath. The method of irrigation used was a pump and no air was seen in the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress was observed in the flush port. The physician inserted the farawave catheter into the faradrive steerable sheath. While aspirating and flushing the sheath, the physician noticed air ingress in the flush line. The sheath was replaced, and the procedure was completed. There were no patient complications. The sheath is expected to return for analysis.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem, d9 device avail for evaluation and d9 returned to manufacturer date.

Event description:
It was reported that air ingress was observed in the flush port. The physician inserted the farawave catheter into the faradrive steerable sheath. While aspirating and flushing the sheath, the physician noticed air ingress in the flush line. The sheath was replaced, and the procedure was completed. There were no patient complications. The sheath was received for analysis and investigation is still in progress. It was further reported that the non-boston scientific pentaray mapping catheter and farawave catheter had been inside the sheath. The method of irrigation used was a pump and no air was seen in the patient.